Event description:
It was reported that the patient was in the emergency room (ER) after being implanted the day prior to the report. The patient was complaining of pain that started the evening of the report and had been getting worse since. The pain was located lateral of midline below the lead incision site and stimulator pocket area. The patient also had numbness in his legs. The patient indicated that the pain was ¿about an eight.¿ the patient stated that he had ¿a hematoma drained after implant¿ but it was not clear what he meant by that and whether it was an epidural hematoma or not. The stimulation was off at the time of the report. The CT that was done the evening of the report was negative for ¿anything remarkable.¿ about three weeks later it was reported that the cause of the event was post-operative pain. The pain was at the incision site. Hospitalization was not required and the patient recovered without sequela.

Event description:
Additional information received reported that the patient still had concerns with the device or therapy but had not sought further help. It was further noted that ¿one lead mislocated and the unit was ineffective." It was noted that the patient¿s physician had agreed to replace the device.

Event description:
Additional information received reported that the cause of the event was patient bleeding. It was noted that the patient had a history of [illegible]. It was noted that there was no equipment issue. It was further noted that nothing was removed and cautery was done. Signs and symptoms included pain at the generator site. The patient outcome was recovered without sequelae.

Event description:
It was reported the patient¿s implant surgery ¿went down pretty badly¿ and he had complications. After initial implant the patient developed a hematoma and had to go back into surgery where they removed the stimulator and re-implanted it. The patient confirmed it all took place on (B)(6) 2013 the day of initial implant. It was noted the patient was in surgery for seven hours.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient saw the physician to have the device reprogrammed. It was noted that the patient was instructed to "contact the implanting physician because he needs to have his leads moved up."

Manufacturer narrative:
(B)(4)